Event description:
It was reported that the patient experienced presyncope due to pacing inhibition. The right ventricular lead exhibited noise and low impedance. The lead was successfully capped and replaced. The patient was in stable condition post surgery.